Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pain / pain") and genital haemorrhage ("persistent bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (B)(6) 2010, (B)(6) 2011 and (B)(6) 2013. Multigravida, polyp in 2009, vaginal itching, hemorrhoids, epigastric pain, sneezing, nasal discharge, cough, face edema, vaginal discharge, vaginitis, dizziness, menarche (age at sep2016 (as written).), cholecystectomy, absence of menstruation in 2009, nausea on (B)(6) 2012, bloating and gallbladder operation in 2013. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included nonsmoker (denied for tobacco use), muscle pain, uti, pulmonary embolism, hyperglycemia, dermatitis, chest pain and eye operation since 2016. In july 2013, the patient experienced back pain ("back pain"), somnolence ("feeling very sleepy"), asthenia ("weak") and malaise ("not feeling well"). On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2014, the patient experienced headache ("headache"), rash papular ("red bumps on face and back") with dry skin and pruritus, migraine ("migraines/headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2014, the patient experienced weight increased ("weight gain"). In december 2014, the patient experienced cystitis ("bladder infection"). In may 2015, the patient experienced bladder disorder ("bladder problem or urinary problem changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, genital haemorrhage (seriousness criterion medically significant) and urinary tract disorder ("urinary problems"). The patient was treated with surgery (removal surgery) and surgery (plantiff had surgery to remove essure device on (B)(6) 2017. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, cystitis, rash papular, urinary tract disorder, migraine, dyspareunia, fatigue, weight increased, alopecia and bladder disorder outcome was unknown and the headache, back pain, somnolence, asthenia and malaise had not resolved. The reporter provided no causality assessment for asthenia, back pain, headache, malaise and somnolence with essure. The reporter considered alopecia, bladder disorder, cystitis, device dislocation, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, rash papular, urinary tract disorder and weight increased to be related to essure. The reporter commented: essure procedure complicated without complication successfully. No post procedure issue. Both tubal ostium identified and device deployed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-oct-2013: bilateral tubal occlusion. Smear cervix - on 11-jun-2013: normal . Hpv, low volume rfx ultrasound that showed pcos (polycystic ovarian syndrome). 13-oct-2011:direct probe (vagina):trichomonas vaginalis. 13-jun-2017:abdominal us:impression: no remarkable study. Gallbladde rremoval . Most recent follow-up information incorporated above includes: on 24-jul-2018: plaintiff fact sheet received. New event bladder problem was added. Event onset date updated. Previously reported event rashes or skin conditions updated to red bumps on face and back with itching and dry skin. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pain / pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (((B)(6) 2010, (B)(6) 2011 and (B)(6) 2013).), multigravida, polyp in 2009, vaginal itching, hemorrhoids, epigastric pain, sneezing, nasal discharge, cough, face edema, vaginal discharge, vaginitis, dizziness, menarche (age at (B)(6) 2016 (as written).), cholecystectomy, absence of menstruation in 2009, nausea on (B)(6) 2012, bloating and gallbladder operation in 2013. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included nonsmoker (denied for tobacco use), muscle pain, uti, pulmonary embolism, hyperglycemia, dermatitis, chest pain and eye operation since 2016. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), back pain ("back pain"), somnolence ("feeling very sleepy"), asthenia ("weak") and malaise ("not feeling well"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced cystitis ("bladder infection"), rash ("rashes or skin conditions"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), migraine ("migraines/headaches") and fatigue ("fatigue"). The patient was treated with surgery (plantiff had surgery to remove essure device on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, cystitis, rash, urinary tract disorder, migraine, dyspareunia, fatigue, weight increased and alopecia outcome was unknown and the headache, back pain, somnolence, asthenia and malaise had not resolved. The reporter provided no causality assessment for asthenia, back pain, headache, malaise and somnolence with essure. The reporter considered alopecia, cystitis, device dislocation, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, rash, urinary tract disorder and weight increased to be related to essure. The reporter commented: essure procedure complicated without complication successfully. No post procedure issue. Both tubal ostium identified and device deployed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Smear cervix - on (B)(6) 2013: normal . Hpv, low volume rfx. Ultrasound that showed pcos (polycystic ovarian syndrome). (B)(6) 2011:direct probe (vagina):trichomonas vaginalis. (B)(6) 2017:abdominal us:impression: no remarkable study. Gallbladde rremoval most recent follow-up information incorporated above includes: on 23-jan-2018: medical record and pfs received. Events " bladder infection , malposition of essure device, rashes or skin conditions, bladder or urinary problems or changes, migraines/headaches, dyspareunia, fatigue, hair loss, severe abdominal pain are added. Concomitant condition, drug & historical condition & drug added. Patient, product & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In (B)(6) 2013, 2 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), headache ("headache"), back pain ("back pain"), somnolence ("feeling very sleepy"), asthenia ("weak") and malaise ("not feeling well"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (plaintiff had surgery to remove essure device on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown, the abdominal pain and malaise had not resolved and the headache, back pain, somnolence and asthenia had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain, asthenia, back pain, headache, malaise and somnolence with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was -1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case classification was updated to potential legal case and new reporter was added. Product indication and stop date was added. Also new events was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.